Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed, the reported pairing failure was confirmed. Upon further review of the log a failed transmitter error was observed within the investigation window. The allegation was confirmed. The root cause was determined to be a failed tranmitter error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding a failed transmitter error. No injury or medical intervention was reported.